Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that noise and auto mode switching (ams) was observed on the atrial lead. The over-sensed signals were occasionally large and difficult to program around. The patient was scheduled for a follow up in clinic at a later date and was to continue with remote monitoring. There were no patient consequences.